Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the trigger of the battery reamer/drill device was getting stuck intermittently. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record was performed which indicated that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and observed that the trigger was binding/sticking when pressed; and the device failed the trigger test check. During service/repair, it was determined that the stop ring was worn, and there was an unknown liquid substance at the back of the motor pin, and ball bearings. It was further determined that there was an unknown liquid on the electronic control unit (ecu) and the needle bearings were completely worn. It was determined that the issues were consistent with improper cleaning and normal wear. Therefore, the reported condition was confirmed. The assignable root cause of the sticking trigger was due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.